Event description:
The customer stated they purchased comfort curve glucose strips and when they opened the container one of the vials had advantage glucose strips in it. No controls were in use. A request was made for the suspect device and replacement product was sent.